Event description:
During normal ptca to insert temporary pacemaker and directional coronary arthrectomy, pt exhibited acute hypotensive reaction. All attempts to revive pt failed. Upon superficial inspection of materials involved, no obvious defects were found. Subject devices were safely sequestered. On 6/9/94, after confirmation from a MFR rep of the existence of cracks in the equipment, another visual inspection was performed. Upon examination, several cracks were found in the manifold which were not seen in previous inspections. It is unknown whether these cracks existed, and to what extent, at the time of the pt's treatment. There is no evidence of tampering.